Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was discharged the same day. Customer declined troubleshooting with tandem technical support and declined to provide further information.